Manufacturer narrative:
The customer reported that the cns (central monitoring system) had communication loss in all beds with patients. Nihon (B)(4) technical support advised customer to reboot the network switch and to call back. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) had communication loss on all beds with patients.

Manufacturer narrative:
The customer reported that the cns (central monitoring system) had communication loss in all beds with patients. Nihon kohden technical support advised customer to reboot the network switch. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.